Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the usb port was damaged and that the touchscreen was scratched. It was also mention that the customer experienced issues with the "pump grasping g6 values". There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.